Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm in the device logs "leak in iab circuit". Condensation removal procedure was performed by the fse as there was a significant amount of condensation in the lines and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) there was a leak in the intra-aortic balloon (iab) circuit. There was no harm or injury to the patient and no adverse event was reported.